Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment in esophagus.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the esophagus during a per-oral endoscopic myotomy (poem) procedure performed on (B)(6) 2023. During the procedure, the clip prematurely deployed from the catheter when closing the handle. After seeing the clip premature deployed, the nurse decided to complete all the steps to detach the clip from the catheter. The physician decided to remove the clip inside the patient. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment in esophagus. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly and with evidence of premature deployment (yoke is attached to the control wire). Microscopic examination was performed, and it was confirmed that the device had evidence of premature deployment. No other problems with the device were noted. The reported event of clip premature deployment was confirmed. It is possible that operational factors during the procedure such as trying to open the clip once it was already activated could have caused the premature deployment of the clip. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the esophagus during a per-oral endoscopic myotomy (poem) procedure performed on (B)(6) 2023. During the procedure, the clip prematurely deployed from the catheter when closing the handle. After seeing the clip premature deployed, the nurse decided to complete all the steps to detach the clip from the catheter. The physician decided to remove the clip inside the patient. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.